Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in japan, the patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 26 mm sapien 3 ultra resilia (s3ur) valve. No resistance was encountered during the insertion of the 14f esheath+ or commander delivery system (ds). When withdrawing the esheath+ after the valve deployment, it was observed that the seam in the middle section was torn, resulting in blood leakage. The patient left the operating room without any other problems. No vascular complication occurred. Upon inspection of the returned device, it was observed that the distal tip of the esheath+ had a tear.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in h11 were updated. Section h6 codes were added: component code, type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. Upon visual examination, it was observed that the sheath liner was torn, the sheath shaft twisted, and the distal tip was torn radially, but opened along the axial score line. Due to the nature of the complaint (sheath liner torn, sheath distal tip torn), no applicable functional testing was able to be performed. All measurements were found to be within the specification. The complaint for liner tear was confirmed based on evaluation of the returned device. Available information suggests patient factors (calcification, tortuosity) may have contributed to the event as it was reported that these patient factors were present in the patient's access vessel. Presence of scratches on the sheath shaft may be indicative of calcification while the twist on the sheath shaft may be indicative of tortuosity. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system. Vessel tortuosity can create suboptimal angles during delivery system advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system to catch onto the sheath liner and tear it upon advancement/retrieval. A distal tip tear was identified based on evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process and/or by manufacturing process variation during the trimming step leading to hdpe damage. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles (presence of scratches on the sheath shaft), may be indicative of calcification while the twist on the sheath shaft may be indicative of tortuosity) may exacerbate interference between the valve and distal tip, leading to tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.